Manufacturer narrative:
Customer reported applicator was in the holder on the front of the device at the time of the event. Photos show a heavily damaged burned and melted applicator. Photos showing the front of the device and holder appear to show no visible impact. Candela field service engineer went on site to evaluate the device. System checked. Cover dismantled and cable connections checked. Maintenance carried out according to the maintenance manual. Dust filter cleaned. Water filter cleaned and water replaced. Ellipse test sheet filled out and output energy of the applicators checked. "Stk" carried out. Functional test carried out. No mistake noticeable. The elipse ipl hr600 applicator was returned to candela for failure analysis. Per failure analysis report (far): during visual inspection severe melting was observed from the fire that occurred. The applicator was disassembled, and it was discovered that the fire was not caused by an internal issue with the applicator. The applicator was reportedly in the holder when the fire started however there were no burns or char marks observed on the system despite the majority of the burning being on the right side (closest to the system) of the applicator. During inspection of the applicator, the trigger was pressed multiple times to make sure it pressed as it is supposed to. Despite heavy melting near the trigger, it was able to be pressed with ease and was not inhibited by the melting. When the applicator was disassembled, the trigger was pressed again to check for any sort of sticking. The trigger was not sticking when pressed and showed no signs of being defective. Far also notes, photo with severe melting from resting on burning surface. Burns from the fire moving upward. Melting shows the path of the burns. See photos (note the "moving upward" and "path of the burns" indicating that the applicator was in a horizontal position at the time of the event.) The event was initially reported as a laser that caught on fire. Per source notes and follow-up information, the incident involved a device operator developing second and third degree burns trying to put out a fire that suddenly started from the device. Pictures also indicate that the laser console itself did not sustain any damage. Fse found that applicator burned. Far noted the fire was not caused by an internal issue and the trigger was not defective. Upon evaluation, it is stated that maintenance was carried out and no mistakes were made noticeable. It is also noted that the device operator left the device unattended before returning to a fire. The sirius user manual states the power supply to sirius is located at the rear of the console. Press the "on" switch to power up. The safety key must also be present and in the "on position." The manual states the key must be physically in the lock and in the on position before power-up of sirius to enable firing. The user manual warns: the safety key is a safety precaution to prevent the system firing any unwanted shots. Since evaluation of the console and analysis of the returned handpiece revealed no malfunction to the console or handpiece and the user left the device unattended while it was ready to flash, the probable cause for the fire in the treatment room is cause traced to user indicating that the adverse event was caused partially or wholly by the user of the device. Review of risk management documents demonstrate that the reported risk is captured and assessed. Risk information is then subject to periodic risk reviews and trend tracking, which may require additional actions and/or review. Based on candela's investigation, we've concluded, candela's device is not at fault of the injury caused to the patient or user of the device. Although hairless skin oldenburg notes that candela's applicator/device caused the fire (see photo images: #5, #6, #7), candela's probable cause is based on the pictorial evidence, and believes that the user did not have the applicator in the device holder (see photo images #3, #4) at the time of the event; instead had placed the applicator down on the white concaved structured seat of the stool (applicator button side down, see photo images #6, #7), triggering the device to tell the applicator to continuously fire. This would have caused a high heat resulting in the ignition. The fire of the chair (photo image #1, #2), based on candela's full complaint investigation, is based on the assessment of candela's complaint investigation.

Event description:
A customer at a (B)(6) in germany reported an incident involving a sirius intense pulsed light (ipl) hr600 applicator which caught fire, causing a burn to a staff member, and damaging device applicator and treatment stool. Customer reported that the event occurred (B)(6) 2023; employee connected the device to the main power supply at approximately 09:45 in the morning (noting that they always unplug all devices in the evening) and then started-up the laser. Customer reports that both applicators "were in their holders at the time." After "entering the pins" number, the employee left the room. Customer reported that the employee re-entered the room about 20 minutes later and "discovered that the hr600 handpiece was on fire and the fire had already spread to a treatment stool." The employee tried to extinguish the fire and injured her hand and suffered burns. Customer reported that the employee had ambulatory treatment at the hospital for 2nd and 3rd degree burns on the fingers and is currently on sick leave. Photos received show a burned, melted hr600 applicator; a partially burned, scorched cushion-top of a wheeled metal stool; and a photo of employee's left hand showing burn to index and middle fingers. Photos appear to show no damage to the laser console itself. Per review of the injury by candela medical director, the hand photo appears to show a full thickness burn which will require medical intervention because of thickness and because of location with potential for scarring and limiting future mobility. Per 8-sep-2023 email update: the injured staff member received ambulatory treatment at the hospital for 2nd and 3rd degree burns on the fingers; was currently on sick leave until the middle of following week. Further update requested; no further information received.

Event description:
A customer at a medspa in germany reported an incident involving a sirius intense pulsed light (ipl) hr600 applicator which caught fire, causing a burn to a staff member, and damaging device applicator and treatment stool. Customer reported that the event occurred (B)(6) 2023; employee connected the device to the main power supply at approximately 09:45 in the morning (noting that they always unplug all devices in the evening) and then started-up the laser. Customer reports that both applicators "were in their holders at the time." After "entering the pins" number, the employee left the room. Customer reported that the employee re-entered the room about 20 minutes later and "discovered that the hr600 handpiece was on fire and the fire had already spread to a treatment stool." The employee tried to extinguish the fire and injured her hand and suffered burns. Customer reported that the employee had ambulatory treatment at the hospital for 2nd and 3rd degree burns on the fingers and is currently on sick leave. Photos received show a burned, melted hr600 applicator; a partially burned, scorched cushion-top of a wheeled metal stool; and a photo of employee's left hand showing burn to index and middle fingers. Photos appear to show no damage to the laser console itself. Per review of the injury by candela medical director, the hand photo appears to show a full thickness burn which will require medical intervention because of thickness and because of location with potential for scarring and limiting future mobility.

Manufacturer narrative:
Investigation pending.